Manufacturer narrative:
Investigation is ongoing. H3 other text : device not returned.

Event description:
As reported by the field clinical specialist (fcs), during initial implant of a 23 mm sapien 3 ultra valve in the aortic position. The patient was shockwaved prior to inserting the esheath, however it was noticed that when the sheath was removed the seam of it was torn. Per follow up from fcs, there was resistance noted during the insertion of the sheath and during insertion of the delivery system. The patient had significant extravasation of blood from the iliofemoral artery and could not get her blood pressure back within a normal range. It is unknown when the vessel perforation occurred. The physicians initially used an angioplasty to see if the bleeding would stop, then they placed a regular stent in the vessel. After performing another angiogram there was still extravasation, they then placed a covered stent. The patient received 2 units of blood while in the procedure room, however it's unknown if they received more blood products while in the ICU. Patient expired in the early morning hours after her procedure. The exact cause of death is unknown.

Manufacturer narrative:
A supplemental MDR is being submitted for additional information from a product investigation. The following section of this report has been updated: update to b4, g3, g6, h2, h6, h10. The product was not returned; therefore, a no product return investigation was completed. As a device was not returned, visual inspection, functional testing, and dimensional testing were unable to be done. Imagery was provided and the following were observed: a torn liner and liner strand were observed as well as the distal tip being torn. The 3mensio revealed: undersized vessels ('5.5mm vessel diameter required for use of 14f esheath+) as well as calcification and tortuosity being present in the patient's access vessels. Review of the work orders above did not reveal any manufacturing nonconformance issues that would have contributed to the complaint event. As no device was returned and there is no evidence to support a manufacturing/design defect potentially contributed to the complaint, a manufacturing mitigation review is not required. The esheath+ and commander IFU's were reviewed. Precautions noted in the esheath+ IFU include the following: 'caution should be used in vessels that have diameters less than 5.5 mm as it may preclude safe placement of the 14f edwards esheath+ introducer set' and 'use caution in tortuous or calcified vessels that would prevent safe entry of the introducer set'. Injury including perforation or dissection of vessels, hemorrhage, and/or death are known potential adverse events. No IFU/training deficiencies were identified. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaints for difficulty introducing sheath, difficulty advancing through sheath, sheath liner torn, and liner strand were confirmed based on the evaluation of the provided device imagery. However, no manufacturing nonconformance was identified during evaluation. Review of the DHR, lot history, and complaint history did not provide any indication that a manufacturing non-conformance would have contributed to the complaints. A review of IFU/training materials revealed no deficiencies. Furthermore, no abnormalities were noted during device unpacking or preparation. As reported, 'there was resistance noted during the insertion of the sheath and during insertion of the delivery system.' Per imagery review, undersized vessels, calcification, and tortuosity were present in the patient's access vessels. Per the training manual, 'push force can vary due to angle of access and insertion, thv size, vessel diameter, tortuosity and degree of calcification.' Tortuosity and calcification can create sub-optimal angles for sheath insertion, requiring a high push force to navigate. Undersized vessels and calcification can create a restricted pathway or constrained condition for sheath insertion, further contributing to resistance. Additionally, tortuosity and calcification can create a challenging pathway for delivery system insertion as it can lead to non-coaxial alignment between the devices and cause resistance. Undersized vessels may also create a constrained condition resulting in difficulty during sheath expansion and increased resistance during the advancement of the delivery system. As such, available information suggests that patient factors (calcification, tortuosity, undersized vessels) may have contributed to the complaint events for difficulty introducing sheath and difficulty advancing through sheath. As reported, 'the patient was shockwaved prior to inserting the esheath, however it was noticed that when the sheath was removed the seam of it was torn.' During delivery system advancement through a challenging pathway, it is possible that the devices may not be coaxially aligned. This can lead to the crimped valve to catch onto the liner and tear it during delivery system insertion and/or withdrawal, leading to the observed liner tear and strand. Sharp calcified nodules in the access vessel can also directly tear or weaken the liner. Excessive device manipulation applied to overcome the resistance can further damage the liner through continued interaction between the crimped valve and sheath, especially if compounded with suboptimal angles caused by tortuosity. As such, available information suggests that patient factors (tortuosity, calcification) and/or procedural factors (valve caught on liner, excessive manipulation) may have contributed to the complaint events for sheath liner torn and sheath liner strand. The complaint for sheath distal tip torn was confirmed based on the evaluation of the provided imagery. However, no manufacturing nonconformance was identified during evaluation. Review of the DHR and lot history did not provide any indication that a manufacturing non-conformance would have contributed to the complaints. A review of manufacturing mitigations supports that the sheath has proper inspections in place to detect issues related to the complaint events. A review of IFU/training materials revealed no deficiencies. Furthermore, no abnormalities were noted during device unpacking or preparation. Per evaluation of the provided device imagery, the sheath distal tip was torn. The failure mode is characteristic of sheath tip tear events as described in pra. While a definitive root cause was unable to be determined, previous investigation indicated that the tear is attributed to improper tip expansion, resulting in interference between the valve and sheath tip. As such, it is possible that improper tip expansion contributed to the distal tip tear. Additionally, 3mensio imagery was also provided and shows the presence of access vessel tortuosity and calcification. Tortuosity can lead to non-coaxial alignment between the crimped valve and the sheath, which may lead to the valve struts to catch onto the sheath distal tip, increasing resistance during advancement and tearing the tip. Calcification can lead to scratches along the tip, disrupting the tip expansion mechanism, leading to improper tip opening. As such, the failure mode may be related to improper expansion of the sheath tip during thv advancement and/or patient factors (tortuosity, calcification) may have contributed to the complaint events. However, a definitive root cause was unable to be determined at this time. Since no device problem was identified affecting distributed product, no pra or capas are required for difficulty introducing sheath, difficulty advancing through sheath, sheath liner torn, and sheath liner strand. A pra was previously initiated to document the investigation and assess associated risks for the issue for sheath distal tip torn. The CAPA captured process improvement activities regarding tip expansion which were identified during previous investigation. Since no product non-conformances or IFU/training deficiencies were identified during evaluation, a product risk assessment escalation is not required. Since no edwards defects were identified, no corrective or preventative actions are required. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Manufacturer narrative:
A supplemental MDR is being submitted for additional information from photos received. The following section of this report has been updated: update to b4, b5, g3, g6, h2, h10.

Event description:
As reported by the field clinical specialist (fcs), during initial implant of a 23 mm sapien 3 ultra valve in the aortic position. The patient was shockwaved prior to inserting the esheath, however it was noticed that when the sheath was removed the seam of it was torn. Per follow up from fcs, there was resistance noted during the insertion of the sheath and during insertion of the delivery system. The patient had significant extravasation of blood from the iliofemoral artery and could not get her blood pressure back within a normal range. It is unknown when the vessel perforation occurred. The physicians initially used an angioplasty to see if the bleeding would stop, then they placed a regular stent in the vessel. After performing another angiogram there was still extravasation, they then placed a covered stent. The patient received 2 units of blood while in the procedure room, however it's unknown if they received more blood products while in the ICU. Patient expired in the early morning hours after her procedure. The exact cause of death is unknown. Photos received from the fcs also show a liner strand and the distal tip torn.